Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window. No moisture damage found inside the insulin pump.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the keypad were unresponsive. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).